Event description:
It was reported that, the polarstem modular head for (B)(4) was chipped. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a polarstem modular head for 21000662 was fractured. As this was noticed in a non-surgical environment, there was not any patient involved. The complaint device, used in treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection, the device was found to be fractured on the distal rim. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues.

Event description:
It was reported that, the polarstem modular head for 21000662 was fracture. As this was noticed in a non-surgical environment, there was not any patient involved.